Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint (B)(6) on 26-jun-2025. Device history record (DHR) review: the lot 6002305 was manufactured according to the work instruction (wi) version 15 on 17-jul-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycaemia that patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6002305 and no more complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 1.7 mmol/l at the time of event. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: canada.